Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Customer did state that the true metrix meter goes blank after dropping solution on top of the test strip (reference internal report number (B)(4)).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 321 mg/dl; customer stated the result had been obtained that morning 2 hours after breakfast. The customer¿s expected blood glucose test result range is <130mg/dl postprandial am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2024 and open vial date around 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.